Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp was told to call the registered nurse (rn) regarding the alarm, and being connected along with the missed therapy. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated for that evening they just ended therapy. The patient stated that they continued on the machine the next evening without further problems. The hp stated they did not notice anything different or unusual with the supplies that could have lead to the alarm. The hp stated therapy overall has been going very well. The hp stated they did talk to their registered nurse (rn) regarding the alarm, and they discussed the possible reasons further. The hp stated everything seemed to check out okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.